Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
Philips received a report where the customer was performing CT head scans on two pts and the radiologist noticed a darker area in the brain images indicating a potential bleed. Both pts were rescanned to rule out pathology and the trained professional determined the darker area was in artifact. There was no misinterpretation or mistreatment of the two pts, however if this issue were to recur, there is potential for misinterpretation/mistreatment of a pt due to an artifact appearing to be an indication of a brain bleed.